Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-15297, 1627487-2013-15298. It was reported the patient's leads had migrated and were explanted and replaced. The physician also explanted and replaced the ipg because it appeared the leads had been pulled from the header.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.